Manufacturer narrative:
(B)(4). Additional information received: the patient doesn¿t have any preexisting conditions that led to bleeding as per surgeons feedback.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what type of procedure was the device used in? The device was used in haemmoroidectomy. What degree of hemorrhoids did the patient have? The patient have 3rd degree haemmoroid. What confirmation was received that the device was fully fired? No information. Where within the gap setting scale was the orange indicator prior to firing? The indicator was within the scale. Did the device staple? The device stapled. Were there any staples missing from the staple line? No information. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? No information. Did the device cut? Device cut. If the device cut was the cut line fully circumferential around the target tissue? The tissue was present in donut. If the device fully cut, were all tissue layers present in both donuts when inspected? No information. Was the safety reset before removal attempted? Safety was there before removal after firing was the adjusting knob turned ½ to ¾ revolutions? Rotated ½ to ¾ th before removal. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. How much blood was lost (ml)? No information. Did the patient require a blood transfusion? No information if yes, how many units were given? No information. Did the post-operative care change based on the bleeding? Because of oozing doctor put stitches. What is the current status of the patient? Patient still hospitalized.

Event description:
It was reported that during an unknown procedure, after firing, bleeding occurred from the fired spot and the surgeon had to suture the same area to control the bleeding.